Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that the patient stated that a no disposable alarm had occurred. The user switched to second pump with the same cassette. No patient injury was reported. .